Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention. Reportedly, "the suture mechanism did not work". Another unspecified device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). Correction: device code 3190 removed. Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the device was returned in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported needle to cuff miss could not be determined as the returned device condition does not match the reported case information. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the suture did not come out with proglide plunger removal. No additional information was provided.